Manufacturer narrative:
Statement that posteratively there was evidence of metallosis, (no pathology report).

Event description:
Patient was revised 3 years after implantation due to acetabular loosening.